Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to monitor only mode, as the patient was admitted to hospice care. Subsequently, a latitude red alert was issued for the device declaring end of life (eol). The device allegedly declared eol due to an extended charge time, but latitude data measurements show a monitoring voltage of 2.23 v and a charge time of 32.0 seconds after approximately 63 months of implant. This device is included in the mid-life display of replacement indicators product advisory population.

Manufacturer narrative:
The physician does not plan to replace the device. Instead, the patient will continue to be monitored in hospice care, and the device will be left implanted. No additional information is available at this time. This event will be updated if any additional information becomes available. Subsequent information received indicated this device has gone to storage mode with no therapy available. However this patient continues to remain in hospice care and has a do not resuscitate (dnr) order. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.